Event description:
Leakage reported while performing a surgery in (B)(6) hospital. This was communicated in the form of a picture which shows blood leakage/ spurting from a point in the graft. No information has been provided on patient precondition or patient outcome. Medication listed as heparin / ascal.

Manufacturer narrative:
Manufacturer narrative: clinical code: appendix e. 4580 - insufficient information. Impact code: appendix f. 14648 - health effect appears to have occurred but there is not yet enough information available to classify the clinical signs, symptoms and conditions. Device problem code : appendix a 3190 - insufficient information. Component code: appendix g. 4755 - part/component/sub-assembly term not applicable. Type of investigation: appendix b. 4110 - trend analysis: a 4-year review of similar complaints, gelsoft plus sales jan 21 - sep 24 vs gelsoft plus leakage events jan 21 - oct 24 gave an occurrence rate of 0.025%. No trend requiring action has been identified. 4111 - communication interview: additional information. 3331 - analysis of production records: full batch review performed which showed no issues with the device during manufacture. 4117 - graft remains implanted. Investigation findings: appendix c. 3233- results pending completion of investigation. Investigation conclusion: appendix d. 11 - conclusion not yet available.

Manufacturer narrative:
Manufacturer narrative: clinical code: appendix e. 1888 - blood loss - leakage event reported - further information confirmed leakage stopped when heparin was reversed, no intervention (suturing - fibrin glue) was performed to top the bleeding, site confirmed no extra blood was lost. Impact code: appendix f 2199 - no health consequences or impact - procedure was not extended and patient has not experienced and adverse effects. Device problem code: appendix a: 2993 - adverse event without identified device or use problem- no causal link could be determined between the event and the device. Component code: appendix g. 4755 - part/component/sub-assembly term not applicable. Type of investigation: appendix b. 4110 - trend analysis - a 4 year review of similar complaints (gelsoft plus sales jan 21 - sep 24 v gelsoft plus leakage events jan 21 - oct 24) gave an occurrence rate of (B)(4). No trend identifying action was identified. 4111 - communication/interviews - fem-pop was performed and leakage was noted when the atraumatic clamp was released, the graft was not de-aired using a needle and no extra blood was lost, no suturing was performed and no fibrin applied, no extra blood was lost and leakage stopped when heparin was reversed. 3331 - analysis of production records- full batch review was performed from base fabric to finished product for batch i.d: 25293956 which confirmed the batch was manufactured to specification. 9 grafts failed porosity which were rejected and scrapped, the remaining 25 grafts porosity limits were between 0 and 15 ml/min to the lower end of the porosity maximum limit of 53ml/min. 4117 - graft remains implanted. Investigation findings: appendix c. 213 - full batch review was performed from base fabric to finished product for batch i.d: 25293956 which confirmed the batch was manufactured to specification. Investigation conclusion: appendix d. 67 - no device problem found no causal link between the device and the leakage event could be determined.

Event description:
Leakage reported while performing a surgery in (B)(6). This was communicated in the form of a picture which shows blood leakage/ spurting from a point in the graft. No information has been provided on patient precondition or patient outcome. Medication listed as heparin / ascal. This report is being submitted as follow up #1 for manufacturing report no. 9612515-2024-00074 to provide event closure information for (B)(4).